Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) under infused during a patient infusion. The device had been filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. One day after being connected, the patient was disconnected from the device and the nurse noted that only ¿one third of the bottle had infused¿. As a result, the patient has been switched to an unspecified alternative antibiotic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added d10, h3, h4 and h6. H4: the lot was manufactured from august 05, 2020 - august 06, 2020. H10: the device was received for evaluation containing approximately 150ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.